Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with non-st-elevation myocardial infarction (nstemi) and the procedure was to treat a lesion in the moderately tortuous, mildly calcified, 90% stenosed mid left main coronary artery. A 3.00 x 38 mm xience prox stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and the stent implant was deployed at a balloon pressure of 10 atmospheres. The balloon was then inflated to 11 atmospheres and would not fully deflate. Multiple attempts were made to deflate the balloon by inflating it to 12 atmospheres and then trying to deflate it with no success. The patient complained of chest pain and the electrocardiogram (EKG) showed diffuse st depression. The patient was treated with medication and an intra-aortic balloon pump (iabp) was used. Multiple snare attempts were made with different non-abbott snares and the partially deflated balloon was eventually removed from the anatomy. Multiple non-abbott balloon dilatation catheters (bdc) were used for post dilatation and intravascular ultrasound (ivus) showed good stent apposition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported deflation issue was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported deflation issue and the reported shaft detachment appear to be related to circumstances of the procedure as it is likely that an insufficient time was allowed to fully deflate the sds before an attempt was made to withdrawal the device resulting in the stretching of the outer member at the mid lap seal, thus resulting in the reported deflation issue. Manipulation of the device while attempting to remove the device resulted in the separated inner member and ultimately resulted in the reported shaft detachment thus resulting in the reported difficulty to remove. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, angina is listed in the xience prox everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Analysis of the returned device revealed a separation of the inner member 2.2cm proximal to the proximal seal and an outer member separation 4mm distal to the mid lap seal. Confirmation was received from the account that the shaft separation occurred in the anatomy while trying to remove the sds from the anatomy. No additional information was provided.